Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose ranging between 300 mg/dl and 400 mg/dl, which were treated with a bolus delivery and insulin pen. Customer reported of doing a bolus in the air with not delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer reported that there white discoloration in tubing. Alarm history showed low reservoir and low battery customer was advised that infusion set would be replaced